Manufacturer narrative:
The event occurred in (B) (6). This medwatch is for the suspect device used with performa system 2. See medwatch with pt identifier (B) (6) for the suspect device used with performa system 1.

Event description:
Reporter stated that a neonate's blood glucose was measured on performa system 1, with a result of 18 mg/dl. The neonate's blood glucose was immediately retested, on performa system 2, with a result of 38 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.